Event description:
A report was received stating that the device was in use for infusion of fluorouracil. According to the reporter, the pt was sent home with the pump set to deliver medication over a 46 hour period. The pt reported back to the hospital stating that the pump had delivered all of the medication within one hour. The clinician then checked the pump's settings and could find no issues. According to reporter, the pt was hospitalized and give an antidote. No permanent adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed. A sample device was returned an currently under investigation.